Event description:
The device was being stored in an air condition low humidity room.

Manufacturer narrative:
Four unused devices from the same lot number were returned to cardinal health for evaluation. The used device involved in the incident was not returned; therefore, a physical investigation could not be performed. The unused devices were received in the original sealed packages but not in a temperature controlled package. The devices were visually inspected prior to deployment simulation. No visual anomalies were observed. Functional deployments were simulated (this included inflating the balloons) and all devices deployed the sealant with the advancer tube properly engaged to the proximal tamp lock. The advancer tube of each device was advanced to the marker adequately. No resistance was felt during the deployment. The balloons were deflated, and the catheters were withdrawn through the advancer tubes without issue. The catheter, shuttle cartridge and advancer tubes were inspected for anomalies that may have caused or contributed to the reported incident. No anomalies were observed. The returned devices passed the simulation test and were deemed to be within specification. The review of the lot history record (f1632303) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the used device, the reported event could not be confirmed and the root cause could not be determined. However, the following factors may contribute to the sealant stuck to device component issues and result in the device failure to deploy. · if the device is exposed to moisture/fluid prematurely, it can cause the sealant to swell up, increase the profile, prevent the shuttle cartridge from being shuttled down completely and result in the device failing to deploy. · if high tension is applied to the balloon catheter during the shuttle deployment step, it can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, cause the sealant to hydrate prematurely, adhere to the hydrogel shuttle inner dimension and/ or catheter shaft outer dimension, create resistance during the shuttle down step and result in the device failing to deploy. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 5f vascular closure device's plug (sealant) was stuck and did not deploy. The mynx device was being used in conjunction with a procedural sheath (size is unknown) for femoral arterial closure following an interventional procedure. The device was not shuttled down completely. Significant resistance was felt when shuttling down. The user reported that the device felt "sticky" and did not shuttle as smoothly as previous devices. Unusual force was applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. Additional information was requested, but was unknown.